Manufacturer narrative:
Date of event is estimated date of implant is estimated (B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A xience sierra stent was implanted in the patient. The stent expiration was later noted as 3/8/2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use states: note the product use by (expiration) date specified on the package. It is likely the IFU deviation of device expiration issue contributed to the event. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.